Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the severely calcified mid left anterior descending artery. The 2.5x32mm promus element drug-eluting stent system was advanced into the patient, but was not able to cross the lesion. The device was removed and "plastic shreds" were observed at the proximal point of the balloon and stent. The physician felt this occurred due to the severe calcification. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).